Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon informed that when attempting to release the clip from the 8mm medium-large clip applier instrument after clipping, one side of the clip was sticking to the applier. The surgeon also stated that had been an issue. The customer removed 2 other clip appliers with the same lot number pending analysis of this clip applier and also removed the clips of the same lot number from service. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sequence for the 8mm medium-large clip applier instrument is 0133. As per the surgeon, after the clip was secured on the structure one side of the clip is difficult to release from the applier. He was eventually able to release the applier from the clip. The case was completed. The site always opened two clip appliers for these cases, so another one was already on the field. The surgeon confirmed having faced the issue in the past. Hence, the site removed all the appliers and clips with the involved lot numbers from the service. There are no photographic videos or photos available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and found to have two bent grips, causing them to be misaligned. The offset at the tips was 0.20mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.